Event description:
Boston scientific crm received information that the patient with this pacemaker was experiencing electrical sensations in the chest. X-ray demonstrated device migration and leads wrapped around one another. The patient has a history of pocket infections, however the system remains in service to date. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.